Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the shipping box of 6000 discardit 2ml with 25gx1 needles was found wet and damaged. The following information was provided by the initial reporter: "found the damaged and wet condition and also found the inner carton as often condition & materials were exposed."

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿found the damaged and wet condition and also found the inner carton in open condition and materials were exposed¿ with lot number 0183926 regarding item # 302438 the complaint could not be confirmed, and the root cause is undetermined. DHR reviewed found no non-conformities. No samples have been received by bd for investigation. No photographs received by bd for the reported defects for investigation of the complaints based on the verbatim received by the investigation team and investigation of the complaints on the retention samples the defect is unconfirmed. H3 other text: see h.10.

Event description:
It was reported that the shipping box of 6000 discardit 2ml with 25gx1 needles was found wet and damaged. The following information was provided by the initial reporter: "found the damaged and wet condition and also found the inner carton as often condition & materials were exposed."